Event description:
A malfunction alarm was reported with the code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccurred.